Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID neu_unknown_prog, product type programmer, physician; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that an empty drug reservoir alarm occurred. Two days later, the interrogated reservoir volume was 0 ml and the aspirated reservoir volume was 25 ml. The device system was used to deliver compounded baclofen. No further information was available as of the date of this report.